Event description:
Customer reported an extension set with leaking from a hole in the center of the plastic disk. The extension set is connected to an alaris primary infusion set followed by the filter extension set, then a tri-fuse, which is connected to a 24 gauge peripheral IV catheter. The leaking fluid was hyperalimentation fluid (rate is unk). They are not having any trouble with the filter clogging or the pump alarming for occlusion. There was no report of pt injury or medical intervention. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be returned for eval.